Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis, instructions for use (IFU) specifies: "the length of the gore excluder aaa endoprosthesis should be sufficient to reach from just inferior to the most distal (lowest) major renal artery to non-aneurysmal tissue in the common or external iliac arteries.

Event description:
On (B)(6) 2012, the pt underwent endovascular treatment of the infrarenal aorta and was implanted with gore excluder aaa endoprosthesis. The trunk ipsilateral leg component was deployed, unintentionally covering the left hypogastric artery. The main body of the trunk component was ballooned; and the physician attempted to maneuver the device forward with the balloon, but was unsuccessful. The hypogastric remained covered. The pt tolerated the procedure.